Event description:
It was reported that the device was returned for service due to heat issues. Report 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was returned for service. During service, technician found no failure, technician noted warmth could come from the device too or too extreme strain through blunt tools. No repair needed for the device.